Manufacturer narrative:
(B)(4). A device history record review was performed based upon a lot numbers provided by the customer. A device history record review was performed on the epidural needle with no relevant findings. A corrective action is not required at this time as the potential cause of the needle tip bending could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based upon a lot numbers provided by the customer. A device history record review was performed on the epidural needle with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the needle bending could not be determined based upon the information provided and without a sample.

Event description:
The touhy needle tip crimps over as it hits bone or hard cartilage preventing passage of the catheter. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The manufacturer will continue to monitor and trend related events.

Event description:
The tuohy needle tip crimps over as it hits bone or hard cartilage preventing passage of the catheter. The patient's condition was reported as fine.